Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and it was discovered that the customer was re-using insulin. Tandem technical support informed customer that re-using insulin is off label per the tandem user guide. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose level was 237 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Device not returned.